Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope had stickiness present on the grip unit. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation confirmed the event reported. Evaluation noted stickiness was found on the grip section. A definitive root cause could not be identified. Probable cause could be due to damage of parts due to physical stress or the like. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.